Manufacturer narrative:
The exact event date, implant and explant date were not available, therefore the date 07/01/2024, (B)(6) 2024 were used as estimate, respectively.

Event description:
It was reported that that this inflatable penile prosthesis (ipp) stopped working; therefore, a surgical procedure was performed to remove and replace the device. No further information was reported.